Manufacturer narrative:
(B)(4). The patient's weight was between (B)(6). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor had overinfused during patient use. The device was filled with a lidocaine solution, at a volume of 110 ml. The solution was set to infuse over the course of 22 hours, however the infusion finished in 15 hours. After the infusion, the patient experienced nausea and a headache as a result of this incident. However, there was no medical intervention in response to the incident. No additional information is available.